Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/compromised force sensor system test and motor error alarm during occlusion test due to moisture damage on the force sensor resistor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 18 mmol/l. The motor error alarm was occurred during basal delivery. The pump passed the displacement test. The drive support disk was normal and the pump was not exposed to high magnetic field. The customer treated with manual injection. They were unable to exit the "preparing to prime loop." Troubleshooting was not able to resolve the issue. The device was returned for analysis.